Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: loss of light. The probable root cause/s could be a bad adapter, a not fully seated safelight cable, damage reed switch and/or open circuit. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.